Event description:
Infant has umbilical arterial line in place with "closed blood draw" system attached. One piece of this system is a braun safeline small bore extension set. Reference # (B)(4) - lot #0061246166. Hospital policy states that we must use a blunt tip needle to enter the blood draw system. The blunt needle used was a monoject needleless med prep cannula ref# 888154011. When the respiratory therapist entered the system, the yellow port collapsed and blood started welling up through the opening. She placed her finger over the opening and then I traded places with her, placing my finger over the opening until I could assess exactly what had happened. Turned stopcock to patient and removed device to stop bleeding. During this process, the infant lost about 1.5-2cc of blood. If the isolette had been in the open mode, the respiratory therapist and I would have been hit in the face with arterial splatter (it hit the isolette top instead). Equipment reps for bbraun happened to be in the unit and were brought to the bedside. Damaged extension set given to them at their request. MFR response was that the monoject blunt is not approved for use on the braun set.